Event description:
It was reported that the device could not be interrogated.

Manufacturer narrative:
The reported event was confirmed in the laboratory. When the device was interrogated on the bench, no communication could be established between the device and the programmer. The device was cut open for further inspection. Cracks were observed in the telemetry ceramic substrate which would account for the inability to interrogate.